Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was verified and attributed to corrupted firmware. It is not known what caused the firmware to become corrupted. The firmware was downloaded to the device to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.